Manufacturer narrative:
See manufacturer¿s report # 3004209178-2018-04510 for the patient¿s other issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's implantable neurostimulator (ins) had moved closer to the surface of the skin and their doctor was concerned about it. The patient thought the issue started at least 4 years ago. The patient stated that they were working with their doctor on the issue and they may end up having the device removed. There were no further complications reported or anticipated.